Manufacturer narrative:
Upon disassembly, it was found that the motor was worn and the balanced rotor was not fit properly. Preventative maintenance was performed on the bearings and the device was returned to the user facility.

Event description:
It was reported that the core impaction drill heated up during testing. There was no patient involvement, and there were no user injuries or adverse consequences.